Manufacturer narrative:
(B)(4).this complaint for a connection issue with a titanium adaptor was not confirmed due to the sample was not returned to baxter, therefore no evaluation or batch review could be performed, and no root cause could be determined.

Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a titanium adaptor. The patient connector was not connected with the titanium adaptor well, when the customer changed the transfer set. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.